Event description:
It was reported that a patient presented to the emergency room with a device that was undersensing on the ventricular lead. The patient received appropriate atp and hv therapy. Reprogramming changes were made. Patient is currently stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.